Event description:
According to the reporter, the patient¿s bowel was perforated during a d <(>&<)>c hysteroscopy procedure. The patient had two additional surgeries. After the initial surgery, the patient came back to the hospital a couple of days later very sick. She had a septic infection from the bowel perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.